Manufacturer narrative:
Block e1: initial reporter city: (B)(6). Block h6: imdrf device code a15 captures the reportable event of handle feedback issues.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an evl procedure performed on (B)(6) 2026. It was reported that during the preparation, the handle was unstable, being either too stiff or too soft compared to the usual super 7, which caused concern about the reliability of the product. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter city: (B)(6). Block h6: imdrf device code a15 captures the reportable event of handle feedback issues. Block h2: device evaluation: block h11: investigation results: the device returned and it was found during visual inspection that the slack was not taken up and the trip wire was not secured to the post. Additionally, the handle was rotated 180 degrees until an audible click was listened and during this functional test the handle felt stiff. During the visual and microscope inspection it was possible to observe that the trip wire was wrapped around the handle spool and also wrapped around the inner section of the handle spool, this made the handle so stiff to actuate. Also, the handle was damaged due to the friction generated by the trip wire. Additionally, the ligator housing was not returned to identify if any band was tried to be deployed. Based on the evidence, the reported event of handle feedback issues is confirmed. It was confirmed this device met manufacturing specifications prior to distribution, and there were no manufacturing deviations that could have contributed to the reported event. The labeling review found evidence to suggest that the device was used in a manner inconsistent with the labelled indications. Instructions specified the need to take up slack by pulling proximal end of trip wire and secure it in slot on handle unit; however, it was found that these instructions were not followed. This can ultimately affect the way the device is supposed to work, making the trip wire does not work accordingly with the handle when trying to rotate it. Additionally, it was found that the handle was damaged due to the friction generated by the trip wire, this because the device was used in a manner inconsistent with the labelled indications. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of failure to follow instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an evl procedure performed on (B)(6) 2026. It was reported that during the preparation, the handle was unstable, being either too stiff or too soft compared to the usual super 7, which caused concern about the reliability of the product. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.